Event description:
Per the clinic, the patient experienced performance decrement including imbalance during walking and standing due to extracochlear electrode migration. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.